Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received during a bolus attempt. The customer's blood glucose reading was 324 mg/dl at the time of incident. The customer was advised to disconnect perform a fixed prime but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the device would be replaced and agreed to return the product for analysis.